Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). In addition, it was reported that the insulin gauge was inaccurate. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was reading "high" mg/dl. Reportedly, the customer administered a manual injection to address bg level.